Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad traces. The insulin pump had minor scratches on the display window and cracked reservoir tube lip. No unlocked keypad connector was noted.

Event description:
Customer reported that the act button on the insulin pump is not responding. Customer stated that the keypad was sticking some weeks ago. Blood glucose value is 225 mg/dl. Nothing further reported.